Manufacturer narrative:
(B)(4); the explanted product was not returned to neuropace for analysis.

Event description:
On 7/3/25, neuropace was notified by the neurosurgery nurse that the patient had a persistent wound infection for several months (onset date reported as (B)(6) 2025). The patient had a prior wound wash out (date not provided). On (B)(6) 2025 the patient had their rns system (neurostimulator and two leads) explanted. Previous treatment included wound washout, 12 weeks oral cephalexin (course cut short due to recurrence of infection on therapy). Diagnosed as a superficial incisional infection. Cultures were positive for oxacillin-susceptible staphylococcus aureus.